Manufacturer narrative:
.

Event description:
It was reported that the nurse has noted that the battery was low whereas the device was connected to power source. Four hours later, the device was off so the nurse had to make a dressing in substitute.